Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The brand name that was reported in the initial emdr has been changed in this follow-up emdr from servo-s to servo-s base unit. The ventilator failed pressure transducer test during pre-use check (puc) our field service engineer investigated the ventilator on site and found that the issue is in the pressure transducer printed circuit board (pcb). The field service engineer fse replaced both pressure transducer pcbs to solve the issue. Both pressure transducer pcbs were returned for further investigation. The provided logs confirm the reported puc failure at date of event. The returned pressure transducer pcbs have been tested on a ventilator; one of the sensor failed with pressure transducer test during the pre-use check. During the ventilation it alarmed for paw high, peep high, expiratory minute volume low, respiratory rate low, high continuous pressure and checking tubing. The zero pressure voltage has been measured, and it showed a major deviation for this sensor. Trace of liquid substance on back side of investigated part was noticed during visual inspection. The sensor type was smi. During our investigation it was noticed an open circuit in the pressure sensor on one of the pressure transducer pcb which is the cause of the reported failure. A microscopic investigation shows that the membrane inside the sensor's cavity was clean and without damage. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Narrative:the ventilator failed pressure transducer test during pre-use check (puc). The was no patient involvement for this complaint. Our field service engineer (fse) investigated the ventilator on site and found that the issue is in the pressure transducer printed circuit board (pcb). The fse replaced both pressure transducer pcbs to solve the issue. The device was released for clinical use. Both pressure transducer pcbs were returned for further investigation. The provided logs confirm the reported puc failure at date of event. The returned pressure transducer pcbs have been tested on a ventilator; one of the pcb failed with pressure transducer test during the pre-use check. Different alarms were generated during simulated ventilation. The zero pressure voltage has been measured, and it showed a major deviation for this sensor. Trace of liquid substance on back side of the pressure transducer pcb was noticed during visual inspection. During our investigation we also measured an unbalanced wheatstone bridge on the pressure sensor which confirms that the broken sensor is the cause of the reported error. A microscopic investigation shows that the membrane inside the sensors' cavity was clean and without damage. The ingress of liquid substances can lead to short-circuiting and/or corrosion of the affected components, potentially causing ventilator malfunction. We could not determine either the type or the source of the liquid contamination. Our investigation has concluded that the device failed to meet its specifications. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during puc. Alarms will be activated if the failure occurs during ventilation. Correction data: the previous investigation and follow up were wrongly connected to a CAPA, this error was found during an internal audit and the complaint reporting was reopen to correct the error and update the investigation consequently. This follow up reflects the changes. Correction product /devices details: correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(6).